Event description:
The customer reported the device has no power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device has no power. There was no report of pt involvement. The device was evaluated by a third party engineer and the symptom couple not be duplicated. The device passed all testing and was returned to service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.